Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two perclose proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the complete suture with posterior needle tip was returned partially loaded in the device with the knot unraveled and undamaged. Although a suture or foot break would have the same result of preventing suture retrieval the reported suture detachment cannot be confirmed. The posterior foot was broken foot and not returned. This is consistent with the posterior needle being deflected striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Subsequently, the suture could not be retrieved during the needle plunger retraction. As such, the whole suture would remain inside the device and its knot would become unraveled as observed. There would be no suture knot to advance as reported. The needle trajectory of every device is checked twice during manufacturing. Possible causes for a broken posterior foot include, but are not limited to, manufacturing, patient anatomical conditions such as obesity and calcification that can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Based on the investigation findings, inspection criteria and reported information, the foot break experienced during the procedure appears to be related to user technique and/or operational context during use. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection deficiency was detected. No manufacturing or quality deficiency was detected. A review of the device history record for this lot did not reveal any nonconforming material records related to this event. A query of the complaint database was performed and there does not appear to be any indication of a lot specific quality deficiency.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture broke while pulling on it during knot advancement. An additional two devices were used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.